Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 20-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 2.1, 2.2 was failed and it was unable to open. The field service engineer (fse) performed diagnostics and troubleshooting procedures and found that the controller boards on drawers 5-1 and 5-2 were faulty. The fse then replaced the controller boards on both drawers; rebooted the affected drawers to ensure proper initialization and reconfigured the drawers to restore full functionality and integration with the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers 2.1, 2.2 were failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no delays and adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers 2.1, 2.2 were failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.